Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer did require assistance from 3rd party due to bg level. 3rd party administered a correction injection to address customers bg. The customer reverted to an alternate method insulin therapy.